Event description:
Procedure: lobectomy. No problem to complete the second firing. After the third firing was done normally, when the black return knob was pulled back it stopped in the middle and got stuck. Confirmed no problem in jaw prior to use. For recovery the tissue was cut by use of surgical scissors and also by ligation of the electrical pencil or ligation were applied to stop the bleeding (under 200 cc bleeding). New one was opened for each of sulu and device to complete the case with no problem. Additional tissue resection and tissue damage were reported. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).